Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, patient received multiple areas of skin breakdown across the entire forehead from the sensor placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.